Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two minicap transfer sets with damaged twist clamps. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A cracked main body identified during visual inspection. The reported issue was verified. An assignable cause of the cracked main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.